Manufacturer narrative:
(B)(4).

Event description:
It was reported that high thresholds and perforation were noted. The patient had some pleural effusion but it is unknown if it was related to the perforation. The lead was revised and the pleural effusion has diminished without intervention. The patient is doing well and will continue to be monitored.